Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified one other similar incident from this lot. The investigation determined the reported difficulties appears to be a potential product quality issue. The issue is being addressed per internal operation procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, moderately tortuous obtuse marginal lesion and the left coronary artery. During inflation, the indeflator cracked and leaked at the back of the gauge and the device failed to hold pressure. There were no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.